Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered seven shocks as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data, with air entrapment or electrode under insertion as suspected causes. Ts discussed troubleshooting options. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered seven shocks as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data, with air entrapment or electrode under insertion as suspected causes. Ts discussed troubleshooting options. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: patient codes field (h6) in section h, device manufacturers only.